Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard g2 filter was deployed in the inferior vena cava for a patient with deep vein thrombosis. Approximately one day of post deployment, a computed tomography of abdomen and pelvis was performed, which showed inferior vena cava filter was noted in the infrarenal inferior vena cava with tines extending anterior and posterior to the abdominal aorta. Around nine years and four months later, patient presented with the complaints of chest pain. Left heart catheterization was performed which showed wire in the heart chamber, possibly lodged in the right atrium, likely represents migration of the inferior vena cava filter segment. Fluoroscopy of the filter demonstrated filter in appropriate infrarenal position, segment of the filter appears to point cephalad and has dislodged from its anchored position but still attached to the body of the filter. Recommended for filter retrieval process. A computed tomography of chest, abdomen and pelvis was performed for chest pain. The study showed that inferior vena cava filter was noted below the level of the renal veins. One of the limbs of the filter was broken and extends just superiorly to the superior margin of the inferior vena cava filter but remains within the infrarenal inferior vena cava. No evidence for fractured pieces of the inferior vena cava filter within the heart or pulmonary arteries. Around fourteen days later, patient presented for filter retrieval. Through the right jugular vein approach sheath was inserted. Alligator clips inserted through the sheath with attempt to remove the filter. Snare inserted and filter removed. A venogram was performed which showed two fractured struts, with one of which was successfully removed. The tip of the filter was embedded into the right posterolateral wall of the inferior vena cava. There was a small tear where the hook was embedded into the right posterolateral wall after retrieval. Successful placement of wall stent across the inferior vena cava tear with good venous return. The next day, a computed tomography of abdomen and pelvis was performed, which showed metallic density was seen at the inferior margin of the stent extending to the confluence of the iliac veins, likely representing residual strut from the previously noted inferior vena cava filter. Around 13 days later, a computed tomography of abdomen and pelvis was performed, which showed curvilinear metallic material in the right ventricle may represent additional inferior vena cava filter fragments. Residual fracture inferior vena cava strut along the right lateral wall of the proximal inferior vena cava. However, additional migrating filter strut fragments are suspected. Around three months later, an x-ray abdomen was performed which showed a suspected separate thin linear radiopaque object projected over the inferior aspect of stent and extending distal to the stent which may be a retained limb of the previously demonstrated inferior vena cava filter. Therefore the investigation is confirmed for perforation of inferior vena cava (ivc), filter limb detachment, filter migration and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to perforation of inferior vena cava (ivc), filter limb detachment and filter migration. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to heart, struts perforated and detached. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.